Event description:
It was reported to covidien in 2009 that a customer had an issue with a catheter continuous flow. Customer states that they used the trellis to treat a dvt with positive results. Doctor balloon and stented the patient. Approximately three hours post procedure, the patient expired. A total of 12 mg of tpa was used during the procedure. The patient had a subarachnoid hemorrhage and expired approximately 3 hours after the procedure.

Manufacturer narrative:
Submit date: 09/02/2009. An investigation is currently underway. Upon completion, the results will be forwarded.